Event description:
It was reported that the ventilator failed multiple tests during pre-use check. Moreover, ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the expiratory channel printed circuit board (pcb) and both pressure transducer pcbs to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The returned pcbs have been checked visually, and they have been confirmed that they have been contaminated with a liquid substance. No further investigation is needed as liquid substances on a pcb can lead to a short circuit and ventilator malfunction. According to the received information, the liquid was a saline water. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).